Manufacturer narrative:
The thermogard xp ivtm system (sn tgxp11637) involved in the reported complaint will not be returned for evaluation. The customer has decided to have biomed address the reported problem. Therefore, zoll was not required to perform any service.

Event description:
During the device check, the thermogard xp ivtm system (sn tgxp11637) wouldn't complete a self-test and displayed a mid:26 (low battery) error. No further information was provided. No patient involvement.